Event description:
It was reported that on (B)(6) 2021, during a procedure the surgeon over bent the drill upon aggressively drilling to obtain a certain angle. The tip of the drill bit broke off and was retained inside the patient, as decided by the surgeon. Since the tip is in-line with the implanted screw it did not come out. The tip was not visible on the x-ray and would be difficult to remove it. Procedure was completed successfully without any surgical delay. No patient consequences. This report is for (1) 2.0mm drill bit/qc/125mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code: gfa, hsz, hwe. Complainant part is not expected to be returned for manufacturer review/investigation. A product investigation was conducted. Device history lot - part number: 310.21-us. Lot number: 465p383. Part manufacture date: 22-oct-2021. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bit/qc/125mm was processed through the normal manufacturing and inspection operations in (B)(4) with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review - this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.